Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and eleven months post filter deployment, the patient presented with complaint of vomiting and chest pain. Computed tomography scan demonstrated an inferior vena cava filter in place with a filter limb extending into the duodenum. Approximately seven years and eleven months post filter deployment, the patient with complaint of nausea and vomiting was scheduled for an endoscopy. Findings of the procedure identified a thin filter wire within the duodenal lumen with surrounding ulceration. Two days post endoscopy, an x-ray of the abdomen demonstrated a bent filter limb. Approximately eight years and six months post filter deployment, the patient with history of abdominal and back pain was scheduled for filter retrieval. Computed tomography scan imaging demonstrated detached filter limbs and multiple limb perforation with a limb within the duodenum. The right internal jugular vein was accessed and a venogram was performed which demonstrated mild stenosis surrounding the filter and the apex of the filter embedded within the caval wall. The apex of the filter was successfully captured and removed with the use of endoluminal toothed forceps. Visual inspection of the device demonstrated three detached limbs. The two long limbs were removed with forceps and attempts were not made to retrieve the third short fragment as it was extra caval with the distal tip embedded within the l4 vertebral body. Therefore, the investigation is confirmed for material deformation, perforation of the inferior vena cava (ivc) and filter limb detachment. However, the investigation is inconclusive for filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Patient code: 2116, 2144, 2263, 3165), (device code: 2976, 1528).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted, struts perforated and detached. The device was removed after an attempted but unsuccessful percutaneous removal procedure. The detached struts remained in outside of inferior vena cava. The patient reportedly experienced abdominal pain, ulceration and vomiting; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep vein thrombosis was with pending surgery was scheduled for filter placement. The right internal jugular vein was accessed and an inferior venacavogram demonstrated an ivc of normal course and caliber and the renal veins were identified. The filter was deployed in an infrarenal location. The patient was hemodynamically stable at the conclusion of the procedure. Approximately three years eleven months post filter deployment, the patient presented with complaint of vomiting and chest pain. CT scan demonstrated an ivc filter in place with a filter limb extending into the duodenum. Finding of pneumoperitoneum with associated free fluid was consistent with hollow viscus perforation was suspected to originate at the anterior gastric wall. Approximately seven years eleven months post filter deployment, the patient with complaint of nausea and vomiting was scheduled for an endoscopy. Findings of the procedure identified a thin filter wire within the duodenal lumen with surrounding ulceration. When the patient coughed, the limb disappeared. Upon coughing again, the limb poked through another section 2-3 cm more proximally. Two days post endoscopy, an xray of the abdomen demonstrated a bent filter limb. Approximately eight years six months post filter deployment, the patient with history of abdominal and back pain was scheduled for filter retrieval. CT scan imaging demonstrated detached filter limbs and multiple limb perforation with a limb within the duodenum. The right internal jugular vein was accessed and a venogram was performed which demonstrated mild stenosis surrounding the filter and the apex of the filter embedded within the caval wall. The apex of the filter was successfully captured and removed with the use of endoluminal toothed forceps. Visual inspection of the device demonstrated three detached limbs. The two long limbs were removed with forceps and attempts were not made to retrieve the third short fragment as it was extra caval with the distal tip embedded within the l4 vertebral body. Completion venogram was performed which demonstrated a patent vena cava with no evidence of disruption. The sheath was removed and manual compression was applied until hemostasis was achieved. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided. A vena cava filter was successfully deployed. Approximately three years and eleven months post filter deployment, CT scan demonstrated an ivc filter in place with a filter limb extending into the duodenum. Approximately seven years and eleven months post filter deployment, patient was scheduled for an endoscopy which identified a thin filter wire within the duodenal lumen with surrounding ulceration. Two days post endoscopy, an x-ray of the abdomen demonstrated a bent filter limb. Approximately eight years and six months post filter deployment, CT scan imaging demonstrated detached filter limbs and multiple limb perforation with a limb within the duodenum. A venogram was performed which demonstrated mild stenosis surrounding the filter and the apex of the filter embedded within the caval wall. Visual inspection of the device demonstrated three detached limbs. Based on the provided medical records, the investigation is confirmed for a tilted filter, detachment of filter limbs, perforation of the ivc wall, and material deformation of the bent strut. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters, perforation or other acute or chronic damage of the ivc wall, filter tilt, filter malposition. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with history of deep vein thrombosis was scheduled for filter placement. The right internal jugular vein was accessed and the filter was deployed below the renal veins. The patient was hemodynamically stable at the conclusion of the procedure. Approximately three years eleven months post filter deployment, CT scan demonstrated a filter limb extending into the duodenum. Approximately seven years eleven months post filter deployment the patient with complaint of nausea and vomiting was scheduled for an endoscopy. Findings of the procedure demonstrated a filter limb extending within the duodenal lumen with surrounding ulceration. Two days post endoscopy, abdominal xray demonstrated a bent filter limb. The patient with complaint of abdominal and back pain was scheduled for filter retrieval approximately eight years six months post filter deployment. The right internal jugular vein was accessed and venogram demonstrated mild stenosis surrounding the filter and the apex embedded within the caval wall. The filter was successfully captured and retrieved with the use of forceps. Visual inspection of the device demonstrated three detachments. Two long limbs were captured and retrieved; however, no attempt was made to retrieve the third short fragment as it was extra caval with the distal tip embedded within the l4 vertebral body. Completion venogram demonstrated a patent vena cava. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.